Event description:
It was reported the patient had probably "twiddled leads back and had a fall/stroke/seizure" with a back injury, so entire system was removed." Patient had an MRI and refused reimplant. It was reported the patient has since died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with clinic revealed patient not pacemaker dependent and had a normal device check (B)(6)2010. Lead integrity alert soon after this resulted in discovery of twisted leads/twiddler syndrome on (B)(6)2010. Xray performed to examine leads also identified a t11 compression fracture. Neurologic report on (B)(6)2010 to evaluate possible stroke or seizure stated patient had fallen on floor 10 days prior and diagnosed with "conversion disorder." Patient had history of hypotension, but denied syncope as recently as (B)(6)2010.

Event description:
It was reported the patient had probably "twiddled leads back and had a fall/stroke/seizure? With a back injury, so entire system was removed." Patient had an MRI and refused reimplant. It was reported the patient has since died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) proximal conductor fractured, defib conductor distorted, blood/body fluid outer tubing overlay, outer tubing overlay melted, blood in/on helix/lobe mechanism. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) proximal conductor fractured, defib conductor distorted, blood/body fluid outer tubing overlay, outer tubing overlay melted, blood in/on helix/lobe mechanism. Full lead returned and analyzed. (B)(4) no anomalies found, blood in/on helix/lobe mechanism. Full lead returned and analyzed.